Manufacturer narrative:
D10: 300-30-08 - eqpreserve stem 8mm: (B)(6), 320-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-08 - small sup/post augg plate, right:(B)(6), 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 63 yo female patient, who had a right rtsa, underwent a closed reduction. The patient reported she dislocated when her husband hugged her. Unlikely related to the device or the procedure. Outcome indicates resolved. No further information.